Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified water and steam valves were not functioning properly. Also the technician noted an issue with the heat exchanger. The technician replaced the valves and the heat exchanger, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported their sterilizer was leaking steam and set off the fire alarm. The fire department was not dispatched and no evacuations were conducted. No report of injury or procedural delay or cancellation.